Event description:
Per complaint (B)(4), a patient developed increasing jaw pain one month after the placement of their dental implant. An osteotomy infection was reported. Several antibiotics were used to treat the patient, but were unsuccessful. The implant was removed.